Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the wire was broken. The target lesion was located in the moderately tortuous right gastric artery. A 135cm renegade¿ hi-flo¿ 180 cm fathom¿ system was selected and advanced to the target lesion. During the procedure, after inserting the fathom wire multiple times, it was observed that the tip of the wire was broken. The wire was removed from the patient through the microcatheter. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.